Event description:
It was reported that the pacemaker system exhibited noise, oversensing and pacing inhibition with more than two seconds of asystole. This lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).